Event description:
Information received with return of the device does not address the patient's clinical status but notes that when the generator was inserted into the pocket, it seemed to be in vvi with no p wave tracking. Changing the sensitivity did not initiate sensing. Therefore, a new device was placed.